Event description:
It was reported to philips that the ac led light on the device would not power on due to a faulty ac module (026009 d0809c). It was also noted by the customer that the ac module would make a humming noise when the unit was powered on. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.